Event description:
It was reported that during the catheter insertion procedure the pt experienced an anaphylactic reaction to the arrowgard treatment on the catheter. Upon insertion of the catheter, the pt complained of nausea, became agitated, and requested removal of the catheter. The pt was reported to have had a history of being extremely anxious and tense during invasive procedures. Fluids and medications were given and the hypotension resolved within 30 minutes. Medications were discontinued and the catheter was left in position for the next 3 days with no further pt difficulty. Allergy testing was scheduled and a report from the allergist is expected shortly.